Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Added: d10. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral capture red lever tab was broken.